Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Not spraying properly. Fs log# 98881 1216677-2022-00225 wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Investigation. Review DHR. Inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 10/31/2017 under work order (B)(4) and sold on 12/01/2017. Manufacturing record review: DHR-234925 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 98881 this unit was at csi on 08/03/2022. Visual evaluation: visual examination of the complaint product revealed physical damage. The luer lock tip was broken off and the nozzle was bent. It was also noted that the bottle (serial number 2016110041) is from a different unit, but has no bearing on the complaint. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: while no definitive root cause could be reliably determined, the potential cause may be that the customer dropped the unit. Fault code: user failure code: wear and tear *correction and/or corrective action the complaint unit was repaired and returned to the customer. The luer lock tip and the nozzle were replaced. The unit was tested and found acceptable. *preventative action activity coopersurgical will continue to trend this complaint condition.

Event description:
Not spraying properly. Fs log# (B)(4). 1216677-2022-00225 wallach ultra freeze (B)(4). E-complaint (B)(4).